Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high and variable pacing impedance and possible fracture. The lead was revised and the defibrillation portion continues to be in use. In response to the advisory noting the potential for charge timeout events in devices near end of life, the implantable cardioverter defibrillator (ICD) was prophylactically replaced. No device malfunction was observed while the device was in use; however, given the potential for loss of device functionality, the ICD was explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.